Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision took place due to the inability of this right ventricular (rv) lead to capture. No asystole for greater than two seconds was noted. The lead was surgically abandoned. No adverse patient effects were reported.

Event description:
Additional information noted that this lead had dislodged. There was tissue seen on the helix when the lead was removed.